Manufacturer narrative:
H4: the lot was manufactured between may 15-16, 2024. The actual device was received for evaluation with 101ml of fluid in the bladder. A visual inspection showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection on the flow restrictor revealed the cause of flow problem was due to air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The probable cause of the air bubbles was due to user error, attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The device contained a total volume of 100 ml of medication; 60ml of 5-fluorouracil and 40ml of saline. After two days of infusion, the administration was not completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.